Manufacturer narrative:
Additional information -- device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. The device has been returned for evaluation. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date; (10)cvd bmw. Upon completion of the investigation a follow up report will be filed.

Event description:
Patient with a history of hydrocephalus and secondary headache, whom on the (B)(6) performed a ventricular-peritoneal shunt valve hakim implant. At the day (B)(6) she consulted for headache more or less than 24 hours of evolution, which has worsened in the last few hours. The doctor checked the valve hakim which showed that is dysfunctional because when palpating the valve it is depressed is collapse and expand delayed; also it takes slow filling. The medical board defined that is necessary to be performed valve replacement. It is important to note that on (B)(6) the patient placed another hakim valve, which presented the same problem and needed its change on the (B)(6). Thus, is was reported that the patient did two implant so far: first on (B)(6) 2016. Second on (B)(6) 2016. As two events happened with this same patient, two complaints are being entered. This is the first one. Please refer to (B)(4) for the other complaint related to this patient.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The catheters were irrigated, no occlusion were noted. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100 with lot cvdbmw, conformed to the specifications when released to stock in 14th april 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.